Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 28feb2018 to assess the testing instrument, and concluded the following. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On 26feb2018, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.